Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a fistula in the right arm. The 6.0x60mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and inflated to nominal pressure; however, the balloon did not look like it was completely inflating. The balloon was inflated to rated burst pressure (rbp), but still did not seem to fully expand. An attempt was made to deflate the balloon; however, it would not fully deflate. The device was slowly removed under negative pressure with resistance noted. Outside the patient the balloon still would not deflate. Another bdc was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint from this lot. The investigation was unable to determine a conclusive cause for the reported inflation and deflation issues; however, the reported difficulty removing the device appears to be related to operational context. It was reported that the contrast mix used in the procedure was 70% saline/ 30% contrast. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35 / armada 35 ll, global, instructions for use (IFU) specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. In this case, since the contrast ratio used was less than the required percentage it is unknown if the IFU violation caused or contributed to the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. 2017: improper or incorrect procedure or method (contrast incorrect)d9: device available for eval updated from "yes" to "no".

Event description:
Subsequently, after the initial report was file it was noted the incorrect contrast was used.